Event description:
Endurant ii stent grafts etew2828c82ej <(>&<)> ettf2525c70ej were implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported during the index procedure, the device packaging was before opening and no issues were found. Both the outer box and inner pouch were properly sealed ettf2525c70ej was implanted just below the ra and etew2828c82ej was planned to be implanted in a stacking manner. After opening etew2828c82ej and removing the device from the plastic case, a hair-like foreign material was found attached to the case when it was about to be discarded. There is no allegation against ettf2525c70ej this was immediately reported to the physician, who also confirmed it. As no alternative device was available, the physician decided to proceed with using the device. Device implantation and delivery removal were performed without issue, and afterward a non-medtronic graft (afx) was also implanted to complete the procedure. Per the physician the cause is undetermined. No patient compilations were reported.

Manufacturer narrative:
Product analysis one still image received for analysis. Image depicts the tray of an endurant ii delivery system with a piece of hair-like material evident in the tray. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.